Event description:
It was reported that the patient's right ventricular (rv) lead was dislodged. The event was discovered when the rv lead exhibited failure to capture, diminished sensing, and low pacing impedance. The rv lead was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.